Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. No a35 alarm noted. Unable to perform the displacement test due to motor error alarm. Unit had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 365 mg/dl. Troubleshooting was performed. The device was returned for analysis.